Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that, during a procedure, the system made a popping noise, followed by a loss of the live image. There is no report of pt injury.